Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n winged yel 24ga x 0.56in-needle through catheter. Date of occurrence: (B)(6) 2025. Insertion of peripheral venous catheters in two premature babies in the department when removing the canula and then reinserting it, the canula pierced the catheter on the wall, making it impossible to insert this catheter. Clinical consequences observed: necessity to replace with another batch number.

Manufacturer narrative:
Our quality engineer inspected the photos and 2 samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the samples showed the needle had pierced through the catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. If the needle had pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needles can pierce through the catheter during product application, when the product was manipulated, or during needle cover removal if not done carefully.